Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump was being used for cardioplegia and it occluded. The perfusionist tried to re-adjust and could not. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to pt.

Manufacturer narrative:
Per the field svc rep (fsr), the pump occluded as it should and the roller-to-roller measured .0008 which was within tolerance.